Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an impella rp implant due to having a right coronary artery shutdown. Upon implanting the rp, several attempts were made to access either pulmonary artery (pa). Staff was able to wire in the right pa only with the right ventricle very dilated. The rp would not track past the tricuspid valve area. After multiple attempts, the implant was aborted. Reportable due to potential patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine root cause. The root cause of the delivery issue was most likely patient condition related, as after several attempts the rp would not be tracked past tricuspid valve area due to the vasculature as per the clinical description provided.